Event description:
Infant is a (B)(6); infant on vapotherm at 7l. Machine started alarming for occlusion. Machine and premature high flow nasal cannula tubing changed. Cannula changed 3 times. Machine continued to alarm for occlusion if flow was increased higher than 5l. It was noted that when the machine tubing was not connected to the cannula no matter what the flow was set at, it did not alarm occlusion. When machine tubing was connected to cannula, (cannula was not on infant) it would alarm for occlusion when flow was increased higher than 5l.